Event description:
It was reported that during an unk procedure, the device displayed an error code 3: handpiece error. There was no pt consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted.